Event description:
It was reported that after filling up medical fluid into the product during the pre-use check, the customer drew the syringe to check the return of fluid. However, the plunger would not return due to resistance through the product (probably due to a slight blockage inside the tube). No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: three photos were returned to manufacturing for investigation. Visual inspection confirmed an occlusion was found between the luer and the tube. One device sample was returned to manufacturing for investigation. The sample was tested using a syringe with colored water to detect any occlusion. Results: the customer reported event was confirmed. During the test, the water did not pass through the luer. Root cause of the reported event is most probably due to an excess of solvent in the union between the female luer and tube. Who caused the reported event to occur is unknown. Action taken includes an awareness notification was made to production personnel in order to explain the importance of adherence to following the procedure for cassette bonding. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data: d4: correction: catalog number: 21-7308-24.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-08324. The report was submitted in error., corrected data: corrected information provided in h10.